Manufacturer narrative:
Qualtiy assurance preliminary analysis of the returned device revealed that the was stretched past the distal tip. The c-flex was torn and had a jagged edge. It appeared that a piece of the c-flex was missing. Quality engineering determined that c-flex beyond the distal tip of the catheter post-stent implanation does not indicate a problem with the device. It is not typical for this stretching to reach this level without some resistance during the procedure. In this case, the distal tip of the c-flex was jagged, indicating the c-flex was torn at the distal tip. A slit on the side of the distal end of the c-flex, along with the jagged edge of the c-flex, is an indication that the c-flex may have been caught on something during the procedure. The separation was likely the result of tensile overload of the c-flex material. Based on visual appearance of the returned unit, the elastic memebrane may have been punctured or caught on something during the procedure which led to the tearing and separation of the c-flex. The root cause of the tensile overload cannot be determined. Reportedly, the resistance/force which caused this separation was imperceptile by the physician. The device mfg record was reviewed with no nonconformities documented related to the alleged failure mode. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that upon inspection of the device prior to use, the membrane appeared to be close to the distal tip, however, the device was used. The stent results looked nominal. Upon inspection of the delivery system, the c-flex had a jagged edge.